Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that patient has experienced excessive levels of chromium and cobalt. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6). Update 06/26/2012 ¿ plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. Update 02/09/2012 - litigation was received. There is no new information that would change the outcome of the investigation. Update 3 feb 2015 - der rcvd. Updated dor, patient activity level, sales rep and surgeon details and added stem and sleeve products.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.